Event description:
Related manufacturer reference number: 2017865-2022-03548. It was reported that the patient presented remotely via merlin.net. The right atrial (ra) lead was over-sensing noise leading to mode switch and was reproducible with isometrics. The right ventricular (rv) lead was experiencing with over-sensing noise. Programming changes were made. The patient was stable.